Event description:
During lens insertion the cartridge split tearing off the haptic. The wound was enlarged to remove the lens. Another lens was inserted and wound was sutured close. Suture remained intact at 3-day postoperative exam.